Manufacturer narrative:
The insulin pump was received with the block option turned on. The block option was turned off. All of the buttons functioned properly and the boluses were programmed. No keypad anomaly was noted. No damage was noted to the keypad traces and no unlocked keypad connector was noted. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the keypad on the insulin pump was unresponsive. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.